Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at display window corners, reservoir tube lip, battery tube threads, scratches on display window and missing battery cap lip o ring.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it was in a bag for three days, due to the pt going into surgery. The customer's blood glucose was 175 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.